Event description:
User reported 3 false negative results. Positive pcr and rapid. This is report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2022-00085,86: test 2, 3 of 3).

Event description:
User reported 3 false negative results. Positive pcr and rapid. This is report 1 of 3.